Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces and missing end cap sticker. The compromised force sensor system alarm and unexpected restart alarm could not be verified due to the keypad anomaly. Moisture damage was found on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. During troubleshooting, the customer reported he received an unexpected restart alarm, a compromised force sensor system alarm and several other alarms that he could not recall. The customer was unable to check the alarm history to verify the alarms. Blood glucose value was 197 mg/dl. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.